Event description:
Mentor received patient-initiated maude event report #(B)(4). Per report, patient was "implanted with mentor textured saline breast implants in 1997. Diagnosed with scleroderma systemic limited in 2012." There was no other device or physician information was given.